Event description:
This event was reported as ring explanted after 2 months due to hemolysis caused by mitral regurgitation (collision jet found to be source of hemolysis) and incompetent valve. No further information was provided.